Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that device gave error code 41622 and red screen while priming. Run motor test to see if error 41622 occurs again. Large amount of fluid ingress found within the pump which have cause damage to mainboard, rear case assembly, motor, downstream occlusion sensor, upstream occlusion sensor, air in line sensor, cassette sensor assembly, gear and cam shaft assembly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the device gave error code 41622 and red screen while priming.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.